Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging were available for evaluation. Possible causes for rod fractures are pseudoarthrosis, excessive rod bending/contouring, or excessive in-vivo forces causing fatigue fracture. However the exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that the rod broke post-operatively, requiring revision surgery.